Manufacturer narrative:
Citation: a. Stundl et al. "Periprocedural myocardial injury depends on transcatheter heart valve type but does not predict mortality in patients after transcatheter aortic valve replacement" jacc: cardiovascular interventions vol. 10, no. 15, 2017 doi: http://dx .doi.org/10.1016/j.jcin.2017.05.029 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding periprocedural myocardial injury depends on transcatheter heart valve type but does not predict mortality in patients after transcatheter aortic valve replacement. All data were collected from a single center between january 2010 to august 2016. The study population included 756 patients (predominantly male, mean age 81 years), 346 of which 117 were implanted with medtronic evolutr (serial numbers not provided). Among all patients 228 deaths occurred over five year follow up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction (mi), minor vascular complication, major vascular complication, major bleeding, pacemaker implant, more that mild aortic regurgitation, acute kidney injury. Based on the available information, these adverse events may have been attributed to medtronic product.